Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and an irrigation issue occurred. Three hours have passed from the start of catheter use, it was noticed that the catheter was not irrigating from the tip. Irrigation would not start by pressurizing on the pressure bag. It was unable to inject saline solution directly from a syringe. When the catheter was replaced, the procedure was completed there was no patient consequence.

Manufacturer narrative:
E1. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and an irrigation issue occurred. Three hours have passed from the start of catheter use, it was noticed that the catheter was not irrigating from the tip. Irrigation would not start by pressurizing on the pressure bag. It was unable to inject saline solution directly from a syringe. When the catheter was replaced, the procedure was completed there was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed that no damage or anomalies were observed on the device. An irrigation test was performed, and irrigation could not be performed. Therefore, dissection was performed in the tip area and the irrigation tube was found folded. In addition, dried saline solution inside the irrigation tube was also found in this area. A manufacturing record evaluation was performed for the finished device number lot 31090251l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the irrigation tube damage could not be established conclusively. The instructions for use states: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).